Manufacturer narrative:
This is a supplemental report to provide additional information. The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation. Therefore, the exact cause of the reported event could not be conclusively determined. The device history record was reviewed and found no irregularities. Based on an evaluation result so far, omsc determined that the subject device meets the specification and surmised that the reported failure phenomenon was attributed to the user handling of the devices. The ch-s190-xz-q instruction manual states the corresponding method when there is an abnormality for the device.

Manufacturer narrative:
The subject device referenced in this report was not returned to olympus medical systems corp.(omsc) for evaluation. The subject device was returned to (B)(6). (B)(6) evaluated the device and found that there was no abnormality. Therefore the exact cause of the reported event could not be conclusively determined at this time. A supplemental report will be submitted, if additional or significant information becomes available at a later time.

Event description:
Olympus was informed that during the decompression with ac excision (beach chair procedure), the unspecified rigid endoscope came off from the ch-s190-xz-q. The user changed the ch-s190-xz-q to the second ch-s190-xz-q, however the rigid endoscope also came off from the second ch-s190-xz-q. The intended procedure was completed with the unspecified camera head. There was no patient injury reported. This is the report for the second ch-s190-xz-q.